Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pods cannula had not deployed upon initial activation. The patient removed the pod from the insertion site.

Manufacturer narrative:
Correction to d1 - brand name changed from omnipod insulin pump to omnipod insulin management system. Correction to d(4): model no from 18025 to 19191. Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.